Manufacturer narrative:
This report is submitted on august 20, 2020.

Event description:
Per the clinic, during the implantation surgery on (B)(6) 2020, the surgeon observed open electrodes and experienced difficulty with obtaining nrts. The device was explanted and the patient was reimplanted with a new device during the same surgery.